Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / chronic pelvic pain'), endometritis ('endometritis') and salpingitis ('endosalpingitis.') In a 23-year-old female patient who had essure (batch no. 869749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included dysfunctional uterine bleeding, vaginal discharge, vaginal odor, spotting vaginal, post coital bleeding, menses irregular, pap smear abnormal, blood loss of (nos), depression, oppositional defiant disorder, attention deficit/hyperactivity disorder, insomnia, smoker, bipolar I disorder, allergic rhinitis, drug abuse, herpes genital, eczema, anorexia nervosa, borderline personality disorder, heart murmur, low grade squamous intraepithelial lesion, abdominal pain and vaginal pain. Previously administered products included for contraception: mirena; for an unreported indication: birth control pills. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (procedure: hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain had resolved and the endometritis, salpingitis, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, urinary tract disorder, bladder disorder, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, bladder disorder, dysmenorrhoea, dyspareunia, endometritis, menorrhagia, pelvic pain, salpingitis, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: right 4 coils, left 4 coils. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / chronic pelvic pain'), endometritis ('endometritis') and salpingitis ('endosalpingitis.') In a (B)(6) year-old female patient who had essure (batch no. 869749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included dysfunctional uterine bleeding, vaginal discharge, vaginal odor, per vaginal bleeding, post coital bleeding, menses irregular, pap smear abnormal, blood loss of (nos), depression, oppositional defiant disorder, attention deficit/hyperactivity disorder, insomnia, smoker, bipolar I disorder, allergic rhinitis, drug abuse, herpes genital, eczema, anorexia nervosa, borderline personality disorder, heart murmur, low grade squamous intraepithelial lesion, abdominal pain and vaginal pain. Previously administered products included for contraception: mirena; for an unreported indication: birth control pills. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (procedure: hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain had resolved and the endometritis, salpingitis, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, urinary tract disorder, bladder disorder, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, bladder disorder, dysmenorrhoea, dyspareunia, endometritis, menorrhagia, pelvic pain, salpingitis, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: right 4 coils, left 4 coils. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- pain, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: anxiety, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), did not undergo confirmation test. Reporter information, medical history, concomitant drug, historical drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.